Event description:
The user facility reports that one hour into hemodialysis treatment a leak was noticed between the arterial bloodline tubing and dialyzer connector. Due to potential for contamination the blood volume in the arterial tubing was discarded resulting in estimated blood loss = 87 cc. No patient injury or need for medical intervention is reported. MDR is filed for 87 cc blood loss only.